Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient drove over 2 speed bumps, and after was experiencing ineffective therapy. Reprogramming took place but was unsuccessful. X-rays confirmed that the lead had migrated. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating surgical intervention took place where the lead was explanted and replaced to address the issue. Also, an additional lead was placed to provide better coverage. Effective stimulation was restored.